Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a low blood glucose (bg) level of 63 mg/dl. Reportedly, the customer delivered a bolus and did not consume enough carbohydrates. To treat the low bg level, the customer consumed breakfast. At the time of the call, the customer reported blood glucose level was fine. Additionally, the customer reported receiving an inaccurate fill estimate after loading a cartridge with 220 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate.